Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level of 400 mg/dl and 50 mg/dl. The customer¿s blood glucose was 273 mg/dl at the time of the incident. The customer¿s current blood glucose was 185 mg/dl. The customer experiencing high of 300 mg/dl. The customer¿s wife stated then this morning blood glucose went up to 359 mg/dl this morning and then he was down to 258 mg/dl. The customer treated high blood glucose with bolus correction. The current low blood glucose was 180 mg/dl. The customer treated low blood glucose with glucose tablets. The drive support cap was normal. The insulin pump will not be returned for analysis.